Event description:
The customer complained of false positive results for 2 patient samples tested for igg antibodies to rubella virus (rubella igg). The results were reported outside of the laboratory. Patient 1 initial rubella igg result on the e601 analyzer was 113.4 iu/ml. The patient's rubella igg result from an external laboratory was negative. On (B)(6) 2015 the sample was repeated on the e601 analyzer and the result was 140.8 iu/ml. On (B)(6) 2015 patient 2 (female, date of birth not provided) initial rubella igg result on the e601 analyzer was 24.53 iu/ml. The patient's rubella igg result from an external laboratory was negative. On (B)(6) 2015 the sample was repeated on the e601 analyzer and the result was 60.61 iu/ml. No adverse event occurred. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration and quality controls were acceptable at the time of the event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Samples were not available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).